Event description:
The customer reported that the insulin pump alarmed motor error several times. Troubleshooting was performed, and the drive support cap did not appear to be damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and alarmed motor error during the rewind as a result of a loose/flush motor support disk. The motor was tested outside the device and passed the test. The unit was received with cracked case at the display window corners, reservoir tube and lip, and scratched screen.